Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: your t: slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump got wet. . The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.